Manufacturer narrative:
Additional narrative: patient height reported as (B)(6). Event date: unknown. This report is for three unknown plates/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Device has not been reportedly explanted yet; planned explant procedure in six to seven weeks. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015, the patient was implanted with three unknown plates and an unknown number of screws to repair the tibia and fibula. In (B)(6) 2015, an infection was diagnosed, however, he did not receive treatment until (B)(6) 2016. The patient is scheduled for explantation surgery in six to seven weeks when the surgeon feels he is healed. The patient did state that he had an infection five days prior to the initial surgery, but was cleared by the surgeon to move forward with surgery. This report is for three unknown plates. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product manufacture date: december 08, 2014. Product manufacture location: synthes (B)(4). A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of lcp one-third tubular plate 6holes/left/69mm (part number 241.361, lot number 7868113) was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. The following complaint devices were received: one lcp one-third tubular plate with collar (part number: 241.361 , lot number: 7868113, manufacture date: december 08, 2014), one 3.5mm lcp anterolateral distal tibia plates (part number: 241.447, lot number: 9643216, manufacture date: september 21, 2015), fourteen unknown screws; two were broken, the rest were in fair condition. Both plates were visually inspected and were in fair condition with signs of being implanted and removed. No issues were found with the plates or the non-broken screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the explant surgery was performed on (B)(6) 2016. During the surgery, two of the screws were found to be broken. There was a delay in surgery as the surgeon had to extract the fragments. An x-ray from (B)(6) 2016 reportedly showed the patient a thin circular fragment still in his bone. Initially it was reported there were three plates involved; however, it has since been clarified that there were only two plates involved.